Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital rep that the pt was admitted for suspected pump thrombosis. The power was 10.2, baseline 6-7, lactate dehydrogenase (ldh) elevated between 600-1300. Ldh is currently 738. Additional info notes that a ramp study was performed and was negative. The pt was treated with heparin, integrilin, dobutamine and increased normalized ratio (inr) goal.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.